Event description:
A healthcare worker experienced aggravation of her existing asthma along with a fever and enlarged tonsils after being exposed to disopa solution 0.55% used in an aer and two trays in a room with poor ventilation. Medical history includes asthma, "disease of tonsil" an "allergic constitution", and a hospitalization for acute hepatitis (2005). Inhalation of ortho-phthalaldehyde is known to aggravate pre-existing asthma conditions.